Event description:
It was reported the patient experienced depression after terminating a pregnancy. The patient had been advised by her hcp that the effects on the fetus were unknown and the patient had been referred to terminate the pregnancy. Additional information has been requested but was not available on the date of this report.